Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the foot pedal was faulty. The procedure was cancelled. No patient complications were reported.